Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an ECG observed loss of ventricular capture and high telemetered lead impedance. The output was increased which resulted in normal capture. Three days later, sudden loss of ventricular capture was seen. Therefore, the device was replaced.